Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose level and drive support cap appears sticking out . Customer's blood glucose value was 41 mg/dl at the time of the incident. Symptoms of low blood glucose value such as shaking, sweating, mental confusion, inability to follow simple commands .the customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device downloaded in the care link pro software and all bolus deliveries registered properly in the care link history report noted. Device received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.